Manufacturer narrative:
Citation: schmidt t et al. Redo tavi: initial experience at two german centres. Eurointervention. 2016 sep 18;12(7):875-82. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. (B)(4).

Event description:
Medtronic received information via literature regarding a redo transcatheter aortic valve implant (tav\I). All data were collected from two german medical centers between october 2011 and november 2015. The study population included 19 patients (predominantly male; mean age 78 years), 16 of which were implanted with medtronic corevalve (serial numbers not provided). Among all patients 6 deaths occurred (1 cardiac, 5 non-cardiac). Multiple manufacturers were noted in the literature; based on the available information a direct correlation could not be made between the deaths and medtronic product. Among all patients adverse events included: symptomatic stenosis, severe paravalvular regurgitation, transvalvular regurgitation, prosthesis-patient mismatch, valve thrombosis, disabling stroke, minor vascular complications, atrial fibrillation and complete atrio-ventricular (av) block requiring a permanent pacemaker. No additional adverse patient effects were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.